Manufacturer narrative:
Initial reporter last name:(B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during the visual inspection process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: may 26, 2022- may 27, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed what appeared to be a single white polymeric appearing elongated particle possibly of fill port material was observed inside the fluid path of container. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.